Manufacturer narrative:
Initial and final MDR 1899336- MDR 3003442380-2024-10866- device 3 of 12

Event description:
Unomedical reference number (B)(4) event occurred in(B)(6) it was reported that the patient faced issue with 12 infusion sets adhesive between (B)(6)2024 to (B)(6)2024.the infusion set fell off white doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 24 hours. The blood glucose level was 150-200 mg/dl. No further information available